Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The air bubbles were 0.1 cm in size and occurred after 6 hours of reservoir use. The customer stated the insulin was stored at room temperature. It is unconfirmed if the customer was able to remove the air bubbles. Customer¿s blood glucose was 320 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.